Event description:
It was reported that error code e228 occurred when using the otv-s300 and error code e226 occurred when using otv-s190, both in combination with the deflectable videoscope. The event occurred during set up for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a possible cause could not be identified as the failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.